Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that the tip of the permanent spatula tip instrument was broken. At this time, the location of the instrument tip is unknown. It is also unknown if the instrument tip fell inside the patient and was retained.

Event description:
On 01/27/2017, intuitive surgical, inc. (Isi) received FDA voluntary report mw5067055 with the following event description: robotic instrument, spatula tip broke and it isn't certain at what point it broke. The techs and first assist reported the instrument was intact when removed from the trocar. Possible it could have broken during transport to decontamination area. Robot should have alarmed if broken instrument. Surgeon notified and ordered x-ray to be safe. She as uncertain if you could even find a 2-3 mm piece traumatic piece of metal, would be difficult. Radiologist thought it could possibly be visualized on a 2 view x-ray. Not visualized when 2 view obtained. Concomitant medical products: robotic-assisted total laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, and, placement of tissue allograft 3 x 8 cm.